Manufacturer narrative:
(B)(4). Batch # m93483. The analysis results found that the er320 device was returned in good visual conditions. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled several times and no clips could be fed into the jaws. As no further testing was performed due to the found condition of the device 5 clips remained inside the tube. The instrument was disassembled in order to evaluate the condition of the internal components, and no anomalies were noted. In addition, fifteen clips were found inside the device. No conclusion could be reached as to what may have caused the feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form properly. The case was completed using another device of the same product code. There were no patient consequences reported.